Event description:
The pt present following three episodes of transient ischemic attack with stenosis in the left middle cerebral artery (mca) and internal carotid artery (ica). Imaging also revealed a sidewall aneurysm in the left ica. Following angioplasty to treat the stenosis, the aneurysm was embolized in a stent assisted coiling procedure. At routine follow-up approx one year post procedure, angiography revealed there was 50% stenosis in the left m1 mca segment. The pt was given medication, type and dose were not disclosed. The physician related the restenosis to the pt's medical condition. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.